Event description:
Customer alleged that the administration set was leaking at the blue tubing guide when inserted into the pump. The customer couldn't provide the specific lot number because they had two different lot numbers, which were cf1234571 and cf1227232.

Manufacturer narrative:
A used administration set with two outer bags without verifying which one of the above lot numbers were returned to (B)(4) moog for eval. There was a hole in pumping segment near to the tubing guide. The complaint is confirmed.